Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the procedure the surgeon wanted to remove the implant inserter from the implant, the knob at the back of the black handle could not be turned and got stuck. The implant could not be released from the implant inserter and had to be removed from the patient. At a second try to release the implant, outside of the patient on a side table, the inner shaft of the implant inserter broke off and a short piece of the inner shaft stayed stuck within the metal knob. The implant was released from the holder and had then to be implanted freehand, because there was no second implant inserter or any other alternative on the set. There was a surgical delay of five (5) minutes. The procedure was completed successfully. This report involves one (1) implant inserter sh connection. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d10. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: b4/g3: awareness date originally reported as july 28, 2021; should be july 27, 2021.